Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced the high blood glucose. The customer¿s blood glucose was 300 to 400 mg/dl. The customer was treated with the manual injection. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Based on customer report customer was not allege insulin pump was under delivering. The customer's wife declined further troubleshooting of his high blood glucose because she said she knows why he was running high. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.